Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure for lot number 111. The reported complaint was confirmed via inspection of the unit. The 6-inch transitional was stuck in the lock handle and the unit required repair. This can happen by closing the lock handle without the transitional in place. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00487.

Event description:
This 2 of 2 reports. A customer reported that the a2101 mayfield ultra base unit knob was loose and needed to be tightened. There was no known patient injury or surgery delay.